Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred across multiple cartridges, after filling cartridges with 230 units of insulin. The customer's blood glucose level ranged from 120-190 mg/dl. Reportedly, the customer was able to load a new cartridge and resume insulin therapy.